Event description:
Clinical review/rationale: an impella cp was attempted via right femoral artery in a 71 year old male admitted for a cardiac ablation. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During implant, the device could not be implanted due to patient anatomy. Due to tortuosity of the vessels, the introducer sheath kinked and attempts to pass through vasculature were unsuccessful. The cp implant was aborted and the ablation proceeded without impella support. The delivery issue and damaged/kinked introducer sheath will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the position attempts, however the attempts and removal were performed with no consequence to the patient.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report represents the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the . Manufacturer contact fax number (g1) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes were updated accordingly based on the completed investigation.